Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is still underway. Device evaluation of belt sn (B)(4) has been completed. The initial evaluation included review of downloaded software flag files on the day of the event and incoming functional testing of the belt. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the belt, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture date: monitor: 09/09/2016, belt: 03/17/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in the hospital at the time of the event. Resuscitation efforts were being performed. Review of the download data indicates that the patient entered bradycardia which degraded to asystole. The lifevest delivered eleven shocks during asystole. CPR artifact contributed to the false detection. There is no indication that the lifevest caused or contributed to the patient's death. Asystole is considered a non-life sustaining rhythm.